Event description:
It was reported that a malfunction on the pump occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset it, and continued using the pump without further issues. It was suggested to the customer to call back if any malfunction code recurs, and the customer acknowledged and understood these instructions.